Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dropped or ejected clip the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed four conforming clips and ejected the remaining ten. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. It was also reported that the right ventricular lead was measuring high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.